Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reay1859 showed one other similar product complaints from this lot number.

Event description:
It was reported that when the head nurse was doing maintenance on the patient's device on (B)(6) 2018, a leak was found at the connection between the catheter and the extension tube. The head nurse repaired the leak by trimming about 1cm of the catheter, and then she connected the extension tube and used the catheter on the patient. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was inconclusive because the implicated section of the catheter was not returned for evaluation. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. Usage residues were observed throughout the sample. An additional trimmed segment of catheter was not returned for evaluation. Based on the event description, a total of two leaks were discovered while the implicated device was in use. Reportedly, the initial leaking region was trimmed off and the catheter was repaired. The initial leak is addressed in this complaint; however, the implicated trimmed region of the device was not returned for evaluation. Consequently this complaint is inconclusive at this time. A lot history review (lhr) of reay1859 showed one other similar product complaints from this lot number.

Event description:
It was reported that when the head nurse was doing maintenance on the patient's device on (B)(6) 2018, a leak was found at the connection between the catheter and the extension tube. The head nurse repaired the leak by trimming about 1cm of the catheter, and then she connected the extension tube and used the catheter on the patient. No patient injury reported.